Manufacturer narrative:
Device history record requested.

Event description:
Reportedly, there is no screwdriver in the pacemaker tyvek.

Manufacturer narrative:
The investigation of the root cause confirmed that the reported issue occurred because of a human error: the operator did not put the screwdriver in the tyvek. Operators had a re-training on the packaging processes on (B)(6) 2024. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is no screwdriver in the pacemaker tyvek.